Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Telephone number: (B)(6). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) was defective. There was no patient contact with the product.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 2/24/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: complaint product was returned. It was returned in its original packaging. Also, some label stickers were received. Upon evaluation all the components were correctly engaged, no assembly error and/or defect related to manufacturing process was identified. The plunger was in a fully advanced position. Lubricating material residues were observed in the cartridge tip. The lens got stuck at the cartridge near the loading zone and the pushrod overrides it. The lens was too hard inside the device and it was not possible to remove it to verify its condition. The reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that two additional complaints were received from this production order. These complaints met the criteria for no further investigation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.